Event description:
Litigation papers allege: pain and suffering, grinding of the hip joint, clicking, popping, difficulty walking physical limitations, and inability to engage in her usual social and recreational activities, wage losses, medical expenses, elevated coblat and chromium levels in his blood, and permanent disability and disfigurement and may require explanation of the hip. Update 10/12/2011- plaintiff's preliminary disclosure (ppd) form received 10/12/2011. Labs 10/25/10 chromium <1.0ng/ml (ref <1.0) cobalt 1.5ng/ml (ref <1.8ng/ml) 9/28/11 cobalt 1.9ug/l (ref <=1.0ug/l) 9/30/11 chromium <1.0ug/l (ref <=5.0ug/l). There was no new information received that would impact the outcome of the investigation. Update rec'd 12/8/14 - sales rep reported revision surgery. Patient was revised to address pain. The sleeve and femoral stem are now being added to the complaint for elevated metal ions. The complaint was updated on: 1/7/15.

Manufacturer narrative:
Additional narrative: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: unavailable.   Depuy synthes has been informed that the catalog number and lot number is not available.